Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measuring 152 ohms. Technical services (ts) was consulted and upon review the impedance trend suggest a gradual increase in the shock impedance. Trouble shooting options were discussed. No adverse patient effects were reported. This lead remains in service.